Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("slight abdominal pain, unspecific") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anorexia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), medical device discomfort ("not comfortable with the devices"), fibromyalgia ("fibromyalgia") and depression ("nervous depression"). The patient was treated with surgery (bilateral salpingectomy with removal of both devices). Essure was removed. At the time of the report, the abdominal pain, medical device discomfort, fibromyalgia and depression had resolved. The reporter provided no causality assessment for abdominal pain, depression, fibromyalgia and medical device discomfort with essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("slight abdominal pain, unspecific") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anorexia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), medical device discomfort ("not comfortable with the devices"), fibromyalgia ("fibromyalgia") and depression ("nervous depression"). The patient was treated with surgery (bilateral salpingectomy with removal of both devices). Essure was removed. At the time of the report, the abdominal pain, medical device discomfort, fibromyalgia and depression had resolved. The reporter provided no causality assessment for abdominal pain, depression, fibromyalgia and medical device discomfort with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018 : quality-safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.